Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited increased pacing thresholds and decreased ra amplitudes. A revision procedure was performed to reposition the lead. During the revision, placement difficulty was encountered. The helix of the lead would not extend. This ra lead was explanted. No additional adverse patient effects were reported.